Event description:
It was reported that the patient underwent a l3-l4 posterior lumbar interbody fusion using rhbmp-2/acs. It was reported that post-operatively the patient suffered unanticipated bone growth, nerve compression, radiculitis, chronic pain, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2005: patient presented with the following pre-op diagnosis: degenerative disk disease with spinal stenosis and foraminal stenosis at l3-4. Foraminal stenosis at l2-3 on the left. Failed posterior fusion l4-5. Procedure: removal of hardware at l4-5 bilaterally. Revision of scar tissue and removal of scar tissue including revision of skin incision. Foraminotomy, l2-3 on the left. Decompression laminectomy and foraminotomy l4-5 bilaterally. Posterior lumbar interbody fusion l3-4. Posterior spinal fusion with instrumentation and bone grafting l3-4. Rebone fusion l4-5 bilaterally. Implantable internal bone stimulator. Intrathecal duramorph injection. Spinal cord monitoring. Fluoroscopic guidance of pedicle screws being placed in the pedicles of l3-4 bilaterally. Electromyogram motor testing of pedicle screw placements at l3-4 bilaterally. Left iliac crest bone grafting. Decortication of transverse processes of l3-4 bilaterally with decortication of the posterolateral fusion mass l4-5 bilaterally. Anterior transverse process arthrodesis l3-4 and l4-5 bilaterally with iliac crest bone graft internal bone stimulator bone morphogenic protein, cortical cancellous chips, and matrix sponge. Perop: after removal of the hardware and removal of scar tissue to bleeding bone to expose the posterolateral fusion mass again careful attention was drawn to the l4-5 fusion mass posterolaterally. It appeared to be solid. There was no gross motion noted and the decision was then made that a plif procedure and instrumented fusion would not be needed at l4-5 a refusion with autograft bone and internal bone stimulator would occur at l4-5 by decortication the previous fusion mass back to bleeding bone to attempt a refusion posterolaterally on top of the previous fusion mass at l4-5. Bmp sponge between the two moon shaped bone bowels and placed the second bone dowel posteriorly to anteriorly using a 10 mm graft to complete the plif procedure at l3-4 bilaterally. On (B)(6) 2012: patient presented with the following pre-op diagnosis: l1-2 disk herniation with listhesis above a solid l2 to the sacrum fusion with retained l2-3 instrumentation. Procedure: removal of the l2-3 instrumentation, re-instrumentation l1 through l3 with l1-2 bilateral posterolateral fusion using bmp plus local bone, revision left l1-l2 laminotomy, partial medial facetectomy and discectomy. Perop: bone morphogenic protein was placed and plus local bone along the l1-2 transverse processes, burred down the facet capsules, maintained the capsules at t12-l1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.